Event description:
A patient reports while wearing a pod for 90 minutes their blood glucose level had rose to 322 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be damaged. Fluid did not flow through the complete fluid path as it was observed to leak from the tear in the exposed soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.